Event description:
On 09/02/2024, the patient received the following results within 15 minutes: "hi" mg/dl (greater than 600 mg/dl) and 101 mg/dl. On 09/03/2024, the patient received the following results within 15 minutes: 235 mg/dl and 95 mg/dl.